Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "the biopsy channel damaged area is holding on to bioburden is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had damage due to multiple instruments which were holding on to bioburden. The issue occurred during reprocessing. There were no reports of patient involvement.